Manufacturer narrative:
Requests to obtain the device were made to the user facility. The device has not been returned to co; therefore eval of this event cannot be performed. The device history records for the acetabular component and femoral head component, which is incidental to the event, were reviewed and no discrepancies were observed. The info provided suggests that this event would not be associated with the device but rather pt related. The radiographic evidence of the osteolytic cyst in the superior lateral portion of the pt's acetabulum was most likely the contributing factor for the revision of the acetabular component.

Event description:
Ten years post op the pt experienced increasing pain. Revision surgery revealed an osteolytic cyst approx 4-5cm in diameter within the acetabulum. As a result of the osteolysis, the acetabular cup was revised. The femoral head was also removed at this time.